Event description:
The facility's biomed returned the pump for service and failure code 550 was identified upon reveiw of the event history. It is not known if the pump was hooked up to a patient at the time it went into this failure code. Information was requested regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, but no additional details were available. Alternate contact information was requested but no alternate contact was identified. No medical intervention was needed and no patient injury resulted.